Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "something is wrong" with the implantable cardioverter defibrillator (ICD). It was further reported by the patient that they "don't feel good" and that "something is supposed to turn on." The patient also indicated that they felt light-headed while walking. The patient was referred to their physician. The ICD remains in use. No further patient complications have been reported as a result of this event.